Event description:
A (B)(6) male pt contacted zoll customer support to report constant gong alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon eval, the green (belt discharge) wire was defective inside the cable connecting ECG electrodes c and d. The cause of the gong alarms is the defective belt discharge wire. The root cause of the defective wire cannot be positively identified. No adverse event resulted from the defective wire. The pt rec'd a replacement electrode belt.